Manufacturer narrative:
The device was evaluated on-site by a third party. The customer rejected the repair estimate.

Event description:
The customer requested an evaluation of the device. The device was not in patient use. During the on-site evaluation by a third party, "service required" codes related to the system board, sensor board, oxygen blending module board and front panel/keypad led pca were observed in the ventilator's downloaded error log.